Event description:
It was reported that an unspecified number of the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced difficult plunger rod movement, and an inability to deliver insulin during injection. The following information was provided by the initial reporter: material no: 928856; batch no: unknown. Verbatim: pharmacist called on behalf of daughter for the consumer. Pharmacist stated, the daughter pre-fills her mothers syringes because the mother's hands are weak. Pharmacist stated the mother, (consumer) will do her own injections for the day. Pharmacist stated, when the mother pushes on the plunger, it will not move the insulin. Stated the insulin is "suspended", not moving in barrel, therefore, not coming through needle. Pharmacist stated she was able to duplicate the issue. Pharmacist replaced six bags. Pharmacist stated she will try to get incident date, lot number and samples to send back. Was only able to provide description of item.

Manufacturer narrative:
Investigation: customer returned (2) loose 31g x 8mm, 1ml walgreens insulin syringes (used). Pharmacist stated, the daughter pre-fills her mother¿s syringes because the mother's hands are weak. Pharmacist stated, when the mother pushes on the plunger, it will not move the insulin. Both returned samples were examined and the following was observed: both samples were filled with insulin. Both samples had broken plunger rods. Both samples had clogged cannula; it was not possible to expel the pre-filled. Insulin: the likely cause of both the clog and broken plunger rods is related to human factor: pre-filling and storing insulin in the syringes could lead to insulin residue (crystallization) clogging the cannula. This is supported by the fact that both syringes were initially able to draw insulin when pre-filling, thus the clog was caused after the syringes were filled. The broken plunger rods were likely caused by excessive force when trying to expel the insulin after the cannula was clogged. No manufacturing defects on either syringes was observed. A review of the device history record was completed for batch# 8071588. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200747065, 200747334] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced difficult plunger rod movement, and an inability to deliver insulin during injection. The following information was provided by the initial reporter: material no: 928856, batch no: unknown. Verbatim: pharmacist called on behalf of daughter for the consumer. Pharmacist stated, the daughter pre-fills her mothers syringes because the mother's hands are weak. Pharmacist stated the mother, (consumer) will do her own injections for the day. Pharmacist stated, when the mother pushes on the plunger, it will not move the insulin. Stated the insulin is "suspended", not moving in barrel, therefore, not coming through needle. Pharmacist stated she was able to duplicate the issue. Pharmacist replaced six bags. Pharmacist stated she will try to get incident date, lot number and samples to send back. Was only able to provide description of item.